Event description:
This report is filed for damage to the steerable guide catheter which has the potential of air leak. It was reported that during the procedure the mitraclip delivery system (cds) was pulled into the clip introducer too quickly, resulting in the clip getting stuck on the clip introducer. The physician trimmed off the torn segment of the clip introducer and inserted the cds into the steerable guide catheter (sgc). Subsequently, there was a loss of fluid column in the sgc. The sgc was in the left atrium. It is surmised that the stiff clip introducer damaged the sgc valve. The cds and sgc were both removed from the anatomy. There was no air embolism. There was no adverse patient effect. The sgc and cds were replaced with new devices. One mitraclip was implanted reducing the mitral regurgitation from grade 3-4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar leaks incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. Potential causes for leaks/loss of fluid column can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). With respect to user technique/procedural conditions, steerable guide catheter (sgc) leaks can be influenced by the steps utilized at the account during device prep, such as not fully de-airing the guide shaft during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). In this case, the information provided stated that loss of fluid column in the sgc was noted after the clip delivery system (cds) was inserted into the sgc. It was further stated that the leak/loss of fluid column was identified to be due to the stiff clip introducer (ci) on the cds damaging the hemostasis valve of the sgc, as a portion of the ci was trimmed off due to it getting damaged while sliding the clip introducer over the clip. Based on the information reviewed, the reported sgc leak appears to be related to procedural conditions / user technique and not a product quality deficiency. The mitraclip clip delivery system referenced is being filed under a separate medwatch MFR number.